Event description:
It was reported that this implantable lead was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed as failed due to fractured high voltage conductors observed at the welds on the proximal and distal ends of the shocking coil. Furthermore, the fracture characteristics are consistent with ductile fractures, pulled to the point of fracture at the welds which is consistent with explant related damage and then, tissue was noted on the whole coil. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this implantable lead was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This implantable lead was explanted.